Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date received by manufacturer: 14-dec-2023. Section h3 - device evaluated by manufacturer? No. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection of the lens revealed that it was received cut and a portion of the lens that included the haptic was missing. The complaint issue "iol torn" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a tear in the optic after implantation of the preloaded intraocular lens (iol). The doctor removed the lens and replaced it with the back up iol. Through follow-up we learned that the doctor registered a slight clouding of the cornea the following day, but expects this to improve within another week. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If the serial number will be provided, a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.